Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After some times post deployment, computed tomography of abdomen without contrast was performed which showed two inferior vena cava filters are in place, specifically bard inferior vena cava filters. One filter was appropriately positioned in the intrahepatic inferior vena cava. The second filter was positioned outside the lumen of the inferior vena cava anteriorly and medially positioned, intimately associated with the third duodenum. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unknown reason. At some time post filter deployment, it was alleged that the filter had perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.